Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using a new lab reservoir and found it was occluded at the p-cap connection section. They were unable to confirm if the customer received the infusion set occluded because the customer returned an opened/used set. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that they were setting up to replace the reservoir and line. Customer's blood glucose was 267 mg/dl. Customer treated with the pump. Customer stated that they do have a back-up plan. Customer stated that the alarm during manual prime. Customer stated that the no delivery alarm is recurring. Customer stated that the insulin did not exit. Customer assembled a new infusion set with the current reservoir. Customer stated that the pump did alarm no delivery with manual prime. Customer was advised to change the entire infusion set as soon as possible. Customer was advised to return the infusion set and reservoir.